Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that a remote merlin.net transmission showed episodes of non-sustained ventricular oversensing. Review of the transmission revealed intermittent undersensing due to atrial pacing during af suppression. Programming changes were made to resolve the intermittent undersensing. Patient was stable before and after the changes.